Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, device migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm impending rupture using gore® excluder® aaa endoprostheses. On an unknown date, at the one (1) year follow up, the patient's progress was uneventful. On an unknown date, at the two year follow up, a change in the shape of native vessel and a migration of trunk-ipsilateral leg component was observed. On an unknown date, the patient had symptoms of abdominal pain. A computed tomography angiography revealed a proximal type I endoleak and enlargement of the aneurysm. On (B)(6) 2023, a reintervention was performed using gore® excluder® aaa endoprostheses. An aortic extender was implanted to extend proximally, however a lack of apposition was observed at left side and the proximal type I endoleak was not resolved. Additionally, another aortic extender was deployed so the proximal end was located just above both renal arteries, because the physician expected the stent graft to move down a little. However the stent graft did not move down as expected and remained covering both renal arteries. An angiography revealed a delayed flow. An attempt was made to cannulate the right renal artery, however it was difficult. The stent graft was moved down using a balloon. The stent graft covered a half of the right renal artery. Cannulation of the right renal artery was successful, and additionally a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted. An angiography revealed no issue with the flow. Attempt was made to cannulate to the left renal artery, however it was unsuccessful. The proximal type I endoleak was resolved. A lack of apposition at the left renal artery was observed and the flow to the left renal artery was delayed but available. Therefore the physician decided to monitor it. An angiography revealed a type ii endoleak from lumbar artery and no distal type I endoleak. The patient tolerated the procedure. The physician stated that at the 2 years follow up, change in the shape of the native vessel was observed, and that the main body seemed to have migrated as a result.